Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems and fistulae.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
Additional narrative: it was reported that the patient concurrently underwent cystoscopy.